Event description:
It was reported the patient collapsed at school with seizure like activity. The lead integrity alert tripped due high sensing integrity counters due to electrical activity and non-sustained tachycardia's. "No dft's performed at implant because the patient was too sick. Dft performed sometime later". The device delivered twenty three shocks with eighteen being unsuccessful. The patient died on (B)(6) 2010. Physician reported the cause of death as cardiopulmonary arrest with pulseless electrical activity. No autopsy was performed and there were no allegations from a health care professional that the death was device or lead related. Based on additional follow-up with the patient's physician and nurse, the patient was at school and had a syncopal event. The patient was taken to the emergency room in ventricular fibrillation and resuscitation was unsuccessful. The cause of death was cardiac arrest and the patient's death was not related to the device or lead system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise - interference/noise; high v-sic counts are observed with 161 counts occurring on (B)(6) 2010 in < 2 hrs time beginning at 9:11 am; high sic can indicate the presence of noise or intermittency in the system; sensing - oversensing; and a string of sensed events are observed beginning (B)(6) 2010 at 09:08 am (sinus tachy svt, 360 ms av. V-cycle). There are sensed events of both v-v cycle <220 ms and > 220 ms from 9:11 am to 9:40 am. (< 220 ms, 5 episodes nst, 4 episodes vf).

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no allegation of inappropriate therapy in information received. Information stated only that 18 of 23 shocks was unsuccessful. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise - interference/noise; high v-sic counts are observed with 161 counts occurring on (B)(6) 2010 in < 2 hrs time beginning at 9:11 am; high sic can indicate the presence of noise or intermittency in the system; sensing - oversensing; and a string of sensed events are observed beginning (B)(6) 2010 at 09:08 am (sinus tachy svt, 360 ms av. V-cycle). There are sensed events of both v-v cycle <220 ms and > 220 ms from 9:11 am to 9:40 am. (< 220 ms, 5 episodes nst, 4 episodes vf).

Event description:
It was reported the patient collapsed at school with seizure like activity. The lead integrity alert tripped due high sensing integrity counters due to electrical activity and non-sustained tachycardia's. "No dft's performed at implant because the patient was too sick. Dft performed sometime later". The device delivered twenty three shocks with eighteen being unsuccessful. The patient died on (B)(6) 2010. Physician reported the cause of death as cardiopulmonary arrest with pulseless electrical activity. No autopsy was performed and there were no allegations from a health care professional that the death was device or lead related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.